Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 10mm x 30mm precise pro carotid stent system was released outside the body and could not be used properly. The procedure was completed by changing to a new pc stent. There were no reports of patient injury. The physician had planned to perform a carotid artery surgery. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. The device will not be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the stent of a 10mm x 30mm precise pro carotid stent system was released outside the body and could not be used properly. The procedure was completed by changing to a new pc stent. There were no reports of patient injury. The physician had planned to perform a carotid artery surgery. There was no damage found on the device or packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. The device was returned for evaluation. A non-sterile unit of ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and inspected thoroughly. The device was received fully deployed. The stent was properly expanded, showing no damages or anomalies. The hemostasis valve was disassembled. A kinked condition was observed on the hypotube, approximately 8 cm from the proximal end. No other outstanding details were noted. Due to the kinked condition on the hypotube, the stroke length could not be measured. The usable length and l2 length was measured, and the dimension analysis results were found within specification. A product history record (phr) review of lot 18265063 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was visualized as the device was received with the stent fully deployed and in the bag with the sds. The exact cause of the reported event cannot be determined. Functional testing was not performed as the stent was already deployed; however, the usable length and l2 lengths were both measured and found to be within specification. In addition, it was noted the hemostasis valve was returned disassembled which may have been a contributing factor to the premature deployment. Therefore, based on the information available for review procedural and/or handling factors during preparation may have contributing factors. As is listed in the IFU, ¿ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment.¿ according to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method).¿ neither the phr nor the information available suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.